Manufacturer narrative:
(B)(4).

Event description:
Customer states that 5 months after a lobectomy, bronchoscopic examination was performed. They found endobronchial granulation and staples were coming out of there. Male, (B)(6) patient.